Event description:
The consumer reported having bilateral crystalens at50ao intraocular lenses implanted and is not happy with her results. This report is for the right eye. The consumer indicated that she can read but her vision is diminished at long distances and that she requires prescription eyeglasses. The lens was implanted in her right eye. On (B)(6) 2011 and explanted on (B)(6) 2011 and a different type of iol was successfully implanted. Add'l info has been requested, but has not been received to date.

Manufacturer narrative:
The lens has not been returned to b+l for eval. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the info available, the root cause of the event cannot be determined.